Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb and gib boards and reloaded calibration files. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system shut down on its own. No patient injury was reported.